Event description:
The core impaction drill was sent for evaluation because it continued running w/o activation during a procedure. No adverse event was reported. The procedure was completed with an alternate device w/o any procedure delay.